Event description:
It was reported that the atrial lead warning was triggered. The lead exhibited falling and low impedance. The physician is continuing to monitor the lead and reassess the need for the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.